Manufacturer narrative:
The device was not returned to cardinal health for investigation. Access site hematomas/pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma/pseudoaneurysm reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. No corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a patient experienced a hematoma and a pseudoaneurysm following deployment of the mynxgrip 6f/7f vascular closure device. There were multiple sheath exchanges prior to closure with the mynx device. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) nor below the bifurcation. The device was used for vascular closure following an unspecified procedure. Following deployment, pressure was held for 3 minutes followed by another 5. When the patient was in the post care unit on bedrest, the hematoma of unknown size was noticed. Manual pressure was held to gain control for 7 minutes at which time hemostasis was achieved. The pseudoaneurysm was treated per physician protocol. Additional information was requested, but is not available at this time.